Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device had passed away. There was no allegation that the device contributed to the death. The patient's wife contacted the manufacturer to inquire how to return the device. Additional information has been requested regarding the details of the reported death. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device had passed away. There was no allegation that the device contributed to the death. The patient's wife contacted the manufacturer to inquire how to return the device. The device was returned to pil. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings like no error logged, condition of the device is unremarkable.

Event description:
The manufacturer received information alleging a patient with a dreamstation auto CPAP device had passed away. There was no allegation that the device contributed to the death. The patient's wife contacted the manufacturer to inquire how to return the device. The device was returned to pil. The technician confirmed no evidence of foam particles in the air path during the device evaluation. There were some secondary findings like no error logged, condition of the device is unremarkable.